Event description:
The customer reported that the ac power module failed on the defibrillator.

Manufacturer narrative:
The customer reported that the ac power module failed on the defibrillator. The customer ordered a replacement ac power module, which resolved the issue.